Event description:
It was reported that the lead's threshold increased from 0.75v, 0.5 ms to 2.75 v, 1.0 ms. The pacing output was increased and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.